Event description:
Caller reported damage to pump housing surrounding the usb port, impacting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Cts arranged for a replacement pump and instructed the caller on storage mode and return procedures. Customer reverted to an alternative method of insulin therapy.